Event description:
It was reported that during a lap cholecystectomy, when the device was fired, it fired pear shaped clips. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.